Event description:
End user reports that ever since he began cathing he has gotten a rare uti maybe once a year but this year he has already had 2 utis. He said he just feels awful with them and his urologist has him check his urine and needed to be prescribed antibiotics. No additional information was provided. This emdr covers the unknown number of catheters with unknown lot numbers of the same catheter associated with the uti.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number . Reporting site: 1049092 . Manufacturing site: 3005471919.